Event description:
It was reported that a primary infusion of precedex was hung at 0735 and programmed under the critical care profile to infuse at 23ml/hour, but at 0900 the bag was found empty. The medication had been ordered at 23.2ml/hour with a volume to be infused of 100ml. The infusion should have lasted 4.31 hours. The drug had been programmed correctly and the device stated that there was still 73ml left to infuse, despite the medication bag being empty. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the infusion completed sooner than expected was not confirmed. Physical inspection noted the device to be in fair condition with the instrument seal missing. Dried fluid ingress observed on left iui (female), right iui (male), inside door, on membrane frame, inside rear case, and under platen retainer post. There were no anomalies observed with the primary set. The customer provided an event date of (B)(6) 2019 at 0900. Review of the pcu error log showed no errors on the event date. Review of the pcu event log confirmed the customer¿s reported infusion of precedex (dexmedetomidine; drugid=102) was infusing on the suspect device on the event date at the reported rate of 23.2 ml/hr., or 1mcg/kg/hr. The log showed the vtbi was changed to 10 ml at 7:27 am, and then changed to 90 ml approximately a half hour later (new bag). The device continued infusing for about forty-eight (48) minutes before alarming for air in line and was channeled off. Although the customer reported an event time of 9:00 am, the suspect device was not programmed for treatment after the pcu was powered off at 8:45 am. ¿ timed rate accuracy test was performed using the customer¿s returned pcu, source pump module, and returned administration set. Results indicate that the system was delivering fluid within specification. ¿ there were no anomalies observed during the inspection of the pumping mechanism. ¿ concentricity testing performed on the customer¿s returned administration set found the administration set was slightly out of specification. It is not believed to contribute to an over infusion. The root cause of the customer¿s report that the infusion completed sooner than expected could not be identified.

Event description:
It was reported that a primary infusion of precedex was hung at 0735 and programmed under the critical care profile to infuse at 23ml/hour, but at 0900 the bag was found empty. The medication had been ordered at 23.2ml/hour with a volume to be infused of 100ml. The infusion should have lasted 4.31 hours. The drug had been programmed correctly and the device stated that there was still 73ml left to infuse, despite the medication bag being empty. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the infusion completed sooner than expected was not confirmed. Physical inspection noted the device to be in fair condition with the instrument seal missing. Dried fluid ingress observed on left iui (female), right iui (male), inside door, on membrane frame, inside rear case, and under platen retainer post. There were no anomalies observed with the primary set. The customer provided an event date of (B)(6) 2019 at 0900. Review of the pcu error log showed no errors on the event date. Review of the pcu event log confirmed the customer¿s reported infusion of precedex (dexmedetomidine; drugid=102) was infusing on the suspect device on the event date at the reported rate of 23.2 ml/hr., or 1mcg/kg/hr. The log showed the vtbi was changed to 10 ml at 7:27 am, and then changed to 90 ml approximately a half hour later (new bag). The device continued infusing for about forty-eight (48) minutes before alarming for air in line and was channeled off. Although the customer reported an event time of 9:00 am, the suspect device was not programmed for treatment after the pcu was powered off at 8:45 am. Timed rate accuracy test was performed using the customer¿s returned pcu, source pump module, and returned administration set. Results indicate that the system was delivering fluid within specification. There were no anomalies observed during the inspection of the pumping mechanism. Concentricity testing performed on the customer¿s returned administration set found the administration set was slightly out of specification. It is not believed to contribute to an over infusion. The root cause of the customer¿s report that the infusion completed sooner than expected could not be identified.

Manufacturer narrative:
Concomitant medical products: 100ml baxter bag, lot#: p390583, exp: sep20, 0.9% nacl injection. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Race.: caucasian. Admitting diagnosis/relevant history: sepsis.

Event description:
It was reported that a primary infusion of precedex was hung at 0735 and programmed under the critical care profile to infuse at 23ml/hour, but at 0900 the bag was found empty. The medication had been ordered at 23.2ml/hour with a volume to be infused of 100ml. The infusion should have lasted 4.31 hours. The drug had been programmed correctly and the device stated that there was still 73ml left to infuse, despite the medication bag being empty. There was no patient harm.